Event description:
The patient experienced a return of symptoms. The patient had "arachnoiditis¿ and the pump helped out a lot. Per the patient ¿it didn¿t 100 percent clear the pain¿ and over the past few weeks the patient had been having excruciating pain. Per the patient the hcp wanted to do an MRI to make sure there was no granulation or spreading of the disease itself and to make sure the catheter hadn¿t moved. The patient was currently in the hospital and need to have an MRI. Additional information later received from the hcp indicated the cause of the event was: no event, the patient was never provided any information stating he would have pain relief in entirety and it was attributed to the patient¿s perception. The patient was being and had been followed every 2 weeks with evaluation and increases 10% in itp prialt, MRI and physical exam. It was further reported the patient was seen examined, and evaluated the day before the reported event. The MRI was ordered and scheduled. The patient also had been monitored every 2-4 weeks since implant. The pump was used to deliver prialt.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the reporter was unable to medically confirm the adverse event. The patient reported increased pain and had proceeded to the ER per their choice. The patient did not return for a pump check after the magnetic resonance imaging (MRI), and they rescheduled the visit on (B)(6) 2014, and did not show up to two appointments on (B)(6) 2014.